Event description:
During an unrelated procedure, increased capture threshold which resulted in loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The lv lead was capped and replaced to resolve event. The patient was stable.